Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months due to prosthetic valve endocarditis. The explanted device was replaced with a model 3300tfx. No additional information was provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Per the op report, tee demonstrated prosthetic valve endocarditis with no obvious evidence of aortic root abscess. The patient had positive blood culture from (B)(6). Upon removal, the valve was grossly infected with vegetations on the leaflets, although there were no perforations. A new edwards valve was placed with no significant perivalvular leak. The patient was noted to have tolerated the procedure well without any significant complications.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the source of the infection could not be assessed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process. Additional information is currently being requested.